Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the atrial and ventricular connectors on an external pulse generator being broken. Both output connectors were found to be broken. Hanger was broken. Both output connector nuts were discoloured. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on an external pulse generator were broken. The device was returned for repair. There was no patient involvement.